Event description:
It was reported that the patient's implant site had a pyogenic infection. A second operation was performed on (B)(6) 2021 where the implantable neurostimulator (ins) was changed from right to left. The wound was recovering and the patient was in good condition. They would be discharged from the hospital on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.